Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient didn't received an audio alert on the receiver and went to the hospital because his cgm readings were inaccurate. The patient declined to provide further information about the event. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.